Event description:
Our sales rep reported that a surgeon was using gryphon br anchors in a shoulder repair procedure on a patient whose bone quality was not hard. The surgeon inserted three consecutive anchors past the laser line on their inserters. This resulted in all three anchors being implanted too deep in their bone holes, which caused the anchors to fracture and release their sutures. The surgeon had no more room for another anchor and tried unsuccessfully to tie the labrum down. The surgeon abandoned the procedure. A revision procedure is needed with no date set at the time of this complaint event. Our sales rep stated that after speaking with the surgeon it was determined that he was using the anchor and instrumentation improperly. See associated medwatch # 1221934-2014-00099 and 1221934-2014-00100.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned to mitek for evaluation. Without physically examining the device, a root cause for this failure cannot be determined. However, it was reported that the device and instrumentation were being used improperly during procedure contributing to this failure. No further information has been provided till date regarding patient's condition. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other reportable complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that a surgeon was using gryphon br anchors in a shoulder repair procedure on a patient whose bone quality was not hard. The surgeon inserted three consecutive anchors past the laser line on their inserters. This resulted in all three anchors being implanted too deep in their bone holes, which caused the anchors to fracture and release their sutures. The surgeon had no more room for another anchor and tried unsuccessfully to tie the labrum down. The surgeon abandoned the procedure. A revision procedure is needed with no date set at the time of this complaint event. Our sales rep stated that after speaking with the surgeon it was determined that he was using the anchor and instrumentation improperly. See associated medwatch # 1221934-2014-00099 and 1221934-2014-00100.